Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the material rupture. It may be possible that rupture occurred due to interaction with anatomy or associated devices; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a non-tortuous and non-calcified lesion in the superficial femoral artery. The 5.0x40mm armada 35 balloon catheter was advanced without resistance, but the balloon ruptured during the first inflation at 12 atmospheres. The procedure was successfully completed with a new unspecified armada 35 balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.